Manufacturer narrative:
The information that provided with the initial report was incomplete. The correct information has been included with this report.

Event description:
It was reported that the customer experienced symptoms of high blood glucose such as positive result in ketones test, nausea, vomiting, and abdominal pain. It was also stated that insulin pump had hardware low level failure alarm during self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2019 with blood glucose level was 500 mg/dl. Customer experienced symptoms such as nausea, vomiting, and abdominal pain. Customer was treated with intravenous fluid. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated insulin pump had hardware low level failure alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed self test and displacement test and it was passed. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.